Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 7 had failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was disconnected at the module controller which caused the error, failed to open. A field service engineer attempted drawer recovery; however, the drawer remained closed with no latch activation and immediately displayed a hardware failure message. The drawer components and wiring were inspected, the retractor band connection at the module controller was reseated, and all drawer power and pyxibus communication connections were reseated and tested functionality. The system functioned as intended after the field service engineer repaired the device.